Event description:
It was reported that "outer transparent package damaged. Upon opening, a damaged corner was found; therefore, the device was not used to avoid contamination."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer report of a damaged tray was confirmed through investigation of the returned sample. The customer returned one unopened kit for analysis. One corner of the tray was bent, resulting in a crack and separation in the plastic. Visual analysis revealed a corner of the tray was bent, causing a crack and separation in the packaging. The crack created a sterility breach in the kit. Stress marks are seen on the plastic around the bent corner, which is consistent with force being applied to the tray. The packaging facility confirmed that all tray seals undergo 100% inspection prior to hood inspection, during which particulate matter, kit integrity, and component presence are fully evaluated. As the lidstock remained intact and adhered to the tray, the damage is presumed to have occurred after completion of the packaging process. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "outer transparent package damaged. Upon opening, a damaged corner was found; therefore, the device was not used to avoid contamination."